Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: - rupture: observed broken device through microscopic inspection assessed as unidentified (tear) opening. No further actions are required as it is not related to the manufacturing process. - capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. No additional observations performed on the device. No further actions are required.

Event description:
Healthcare professional reported of the left side device: "capsular contracture baker grade ii/iii". Later healthcare professional reported "rupture". Later healthcare professional reported "hole, non-specific". The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional reason for reoperation: rupture.

Event description:
Healthcare professional reported of the left side device: "capsular contracture baker grade ii/iii". Later healthcare professional reported "rupture". Later healthcare professional reported "hole, non-specific". The device was explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported of the left side device: "capsular contracture baker grade ii/iii". The device remains implanted.